Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre sensor not recognizing the sensor after removing it from the charger. Customer self-presented to a hospital to have his glucose checked and was diagnosed with hypoglycemia and treated with "glucose in vein". No hospital meter readings were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre sensor not recognizing the sensor after removing it from the charger. Customer self-presented to a hospital to have his glucose checked and was diagnosed with hypoglycemia and treated with "glucose in vein". No hospital meter readings were provided. There was no report of death or permanent injury associated with this event.